Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The patient also stated another fluid leak on the cassette occurred over a week ago during the last fill of treatment while she was sleeping. It is unknown if there was fluid in or around the cycler itself. The patient confirmed that an alarm regarding not enough fluid appeared on the cycler but was not sure of the exact verbiage. The patient skipped the remainder of treatment. There were no injuries, symptoms, adverse events, or medical intervention required as a result of the reported event. The patient confirmed that the same lot was used and is available to be returned for physical analysis. Upon further follow up, the patient confirmed that there was no fluid inside the cycler door. Additionally, no fluid was found in or around the cycler itself.

Event description:
The patient also stated another fluid leak on the cassette occurred over a week ago during the last fill of treatment while she was sleeping. It is unknown if there was fluid in or around the cycler itself. The patient confirmed that an alarm regarding not enough fluid appeared on the cycler but was not sure of the exact verbiage. The patient skipped the remainder of treatment. There were no injuries, symptoms, adverse events, or medical intervention required as a result of the reported event. The patient confirmed that the same lot was used and is available to be returned for physical analysis. Upon further follow up, the patient confirmed that there was no fluid inside the cycler door. Additionally, no fluid was found in or around the cycler itself.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.